Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed with no anomalies found and no issue identified that required full analysis.

Event description:
It was reported the patient developed (B)(6). Per physician judgement, explant of the device and lead was required due to potential vegetation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.